Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart, external ram error, flash crc incorrect for factory stored information and multiple displayable history check failed on startup. The customer also reported receiving 2 no delivery alarms with the current set. Blood glucose value was 262 mg/dl. Customer stated a temporary basal was not programmed before the error alarms. Customer stated the insulin pump was stored for several weeks without a battery. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.